Event description:
Infusion set tubing leaking air inside the tubing at the luer lock connection. Pt did not indicated that she experienced an increase in blood glucose level or receiving med treatment for this issue.